Event description:
It was reported that ten days after a laparoscopic colon procedure, the anastomosis was insufficient. No further information is available. Reoperation was done to sutures the anastomosis. There was no adverse consequence to the pt.